Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms, triggering fault code 1005. Technical services (ts) was contacted, and ts discussed a shock into a shorted condition, that the shock impedance had been out-of-range for a while, and that there was no guarantee that future shocks would be successful. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms, triggering fault code 1005. Technical services (ts) was contacted, and ts discussed a shock into a shorted condition, that the shock impedance had been out-of-range for a while, and that there was no guarantee that future shocks would be successful. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the ICD system was turned off. Subsequently, an subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The ICD system also remains implanted. No additional adverse patient effects were reported.